Event description:
This case was reviewed and investigated according to the manufacturer's' policy. Internal reference: (B)(4). This follow-up supplemental report #1 is being submitted to report additional investigation findings. While using the manufacturers device in the mid circumflex artery for physiology assessment a dissection of the vessel occurred. Target lesion 60 % occluded with calcified plaque at time of crossing. Resistance was felt but the device was not stuck. The device was removed by itself. No additional unscheduled medical or surgical intervention was required due to the event. Dissection was covered with planned stent during the successful pci. The patient was discharged as expected and is reportedly in ¿good¿ condition. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Internal reference: (B)(4). This complaint was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. Suspect products: does not apply to this submission. Lot # is unknown. Attempts to obtain information have been unsuccessful. Expiration date is unknown. As the serial # is unknown expiration date is unavailable. Serial # is unknown. Attempts to obtain information have been unsuccessful. UDI # is unknown. As the serial # is unknown UDI # is unavailable. The implant or explant dates are not applicable to this device. Device evaluation: not applicable for this device. Device was discarded at the customer site and not returned to manufacturer for analysis. Device was discarded at the customer site and not returned to manufacturer for analysis. Device manufacture date is unknown. As the serial # is unknown manufacture date is unavailable. Correction/removal number: does not apply to this submission.

Event description:
It was reported during a therapeutic coronary procedure, the manufacturer's wire device could not cross the lesion. Vessel dissection. Treated with double stent which was the planned procedure. This adverse event is being submitted because the manufactures device was used in a procedure where the patient experienced a vessel dissection.